Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus australia (oaz). Oaz repaired the subject device and returned it to the user. The user conducted a microbiological test again and the test result was negative for microbes reportedly. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the device. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Olympus repair center evaluated the device and confirmed as follows; bending angles did not meet specifications. Angulation knobs have slack, tight, and heavy. The adhere of the bending section rubber was detached, chipped, and cracked. The adhesive around the distal end and lens was worn and cracked. The light guide lens was chipped and cracked. The distal end cover was worn, scratched, and dented. The insulation test of the distal end cover was failed. Light guide tube was worn and deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, pseudomonas aeruginosa was detected from the sample collected from all channels of the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.